Manufacturer narrative:
(B)(4). Indication for use; non-de novo lesion. A partial UDI is being reported because the lot number was not provided. There was no reported device malfunction. The product was not returned as it remains in the anatomy. The reported patient effects of angina and thrombosis, as listed in the xience alpine everolimus eluting coronary stent system instructions for use, are known patient effects that may be associated with the use of the device. Although a conclusive cause for the reported patient effects and the relationship to the product, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacturing, design or labeling. It should be noted the IFU states: the xience alpine stent system is indicated for improving coronary artery luminal diameter in patients, including those with diabetes mellitus, with symptomatic heart disease due to de novo native coronary artery lesions. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
It was reported that on (B)(6) 2016, the patient presented with chest pain and st segment elevation myocardial infarction (stemi) and was implanted with a 3.0 x 28 mm xience alpine stent to the mid left anterior descending (lad) artery. The patient was given 60 mg effient, 325 mg aspirin and angiomax during the procedure and was discharged. The following day the patient presented with complaints of chest pain; the angiography revealed stent thrombosis of the 3.0 x 28 xience alpine stent. The clot was removed that same day and the patient was treated with a 2.5 x 33 mm xience alpine stent implanted inside the 3.0 x 28 mm xience alpine. Post dilatation was performed with a 2.5 x 15 mm trek balloon. Angiography revealed a good outcome and the patient was reportedly doing well. There was no reported adverse patient sequela. No additional information was provided.